Event description:
It was reported during a da vinci-assisted surgical procedure a fragment broke off the sureform stapler 60 blue reload. The surgeon identified the broken fragment(s) and were retrieved. No other information was provided. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler 60 blue reload accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product cannot be performed via system logs. No image or video clip for the reported event was available for review. This complaint is being reported due to the following conclusion: it was alleged that the sureform stapler 60 blue reload broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved. At this time it is unknown what caused the breakage to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: d9, g3, g6, h2, and h3 product analysis information found in: h6 and h10. Intuitive surgical, inc. (Isi) received the sureform 60 blue reload associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the reload was disassembled in-house for inspection. The reload was returned fully fired without any issues. All the staples deployed and the reload was found to have cartridge damage along the knife track and at the proximal end of the reload. A piece measuring approximately 0.100" x 0.039" in size, was not returned with the instrument. Fa attributed the failure to mishandling/misuse. Additionally, the reload was found to have a damaged blade. The blade exhibited mechanical indentations, which were also attributed to mishandling/misuse.